Event description:
The customer reported a problem with ac power module.

Manufacturer narrative:
(B)(4). The customer reported a problem with ac power module. There was no report of pt impact. A new ac power module was shipped to the customer on (B)(6) 2011. As of (B)(6) 2011 there have been no further calls from this customer site regarding this issue.